Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient states his adaptive stim settings and standing have not been on the remote since he had knee surgery patient thinks. Patient walked patient through adaptive stim positions and where able to adjust the stimulation settings and it was kept. Troubleshooting resolved reported issues. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulation used to turn off when the patient laid down. The stimulation gets much more intense now when the patient lays down. This began in (B)(6) 2018. The patient mentioned they had a knee replacement done two months ago and the patient turned the device off. The patient said he might not have turned it back on right. The patient was instructed to turn the device on and turn the adaptive stimulation on. The adaptive stimulation came back on and troubleshooting resolved the reported issue. The patient mentioned they have an appointment with the hcp on (B)(6) 2018. No further complications were reported.